Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: reporter is a synthes employee. H3, h4, h6: part # 319.006 synthes lot # 7399766 supplier lot # na release to warehouse date: 13 jun 2013 manufactured by synthes jennersville no ncr's were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006) was received with the needle component broken from the slider. The transverse fracture of the needle is located at the interface between the needle and slider. The needle was missing. No other issues were identified. Device failure/defect identified? Yes dimensional inspection: due to post manufacturing defect and missing component, an accurate dimensional inspection could not be taken. Documentation/ specification review: the following drawing(s) was reviewed; - depth gauge for 2.0/2.4mm screws - needle no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the needle component was broken from the slider. The transverse fracture of the needle is located at the interface between the needle and slider. The needle was missing. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the depth gauge broke while it was being cleaned and washed. There was no patient involvement. This complaint involves a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).